Manufacturer narrative:
Date of event added and event description updated to add additional patient/procedure information received from the user facility sus voluntary event report# mw5074888.

Event description:
It was further reported: no patient injury was noted at the conclusion of the prostate vaporization procedure. The patient returned some months later with continued urinary issues and another surgery was done to explore for complications. It was determined that the patient had sustained a bladder injury and the mechanism of injury was identified possibly be related to thermal injury.

Manufacturer narrative:
Date of event: (B)(6) 2017, exact date was not reported.

Event description:
It was reported that the fiber tip of the side-firing surgical fiber "came off". It was further reported that the patient sustained significant injury and corrective surgery is required. Additional information has not been reported.